Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
Per the clinic, it was reported that in 2014, the patient experienced a trauma to the implant site resulting in a loss of osseointegration. Subsequently, the device was explanted (date not reported). The patient was reimplanted with another baha cochlear device on (B)(6) 2018.